Event description:
A hospital in (B)(6) reported that the gas outlet port and the manometer of a neopuff infant resuscitator were damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint neopuff was visually inspected. Results: visual inspection revealed physical damage to the gas inlet port that appeared to be the result of an impact to the device. The manometer was also found to be broken as a result of some form of impact. No fault was found with the outlet port, which had originally been reported as damaged. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It must be noted that the subject neopuff was manufactured in 2000 and had most likely been in service for over 12 years. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".